Event description:
It was reported that the weight of the medication hung on the IV pole caused the bd alaris¿ secondary set spike to break/come out and leak foscarnet onto the floor. The following information was provided by the initial reporter: "spiked the foscarnet and hung it on the IV pole the force and weight of the drug caused the spike to come out and the medication spilled on the floor. After the incident nurse and ctl looked and the medication and the place to spike the medication, it was too loose for proper and safe administration of drug."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the spike breaking and causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model ms3500-15 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.